Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The 2.5x28mm, de novo target lesion was located in the moderately to severely tortuous left anterior descending (lad) artery. A 2.50x32mm promus element ¿ drug-eluting stent was implanted. However, the patient eventually died.